Manufacturer narrative:
Patient identifier: requested, not provided . Age & date of birth: requested, not provided. Weight: requested, not provided . Ethnicity: requested, not provided. Race: requested, not provided . Operator of device: unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: requested, not provided . Occupation - im/nsp vendor rep. The actual sample was not available for evaluation. Instead, 6 unit boxes containing (467) pieces of unused same lot samples were received. The samples were visually in good condition and confirmed free from defects that may lead to the complaint. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. Retention samples were visually confirmed free from defects that will affect activation of safety sheath and passed evaluation for sheath activation and deactivation. Also, no irregularity was encountered during the simulation of manual sheath activation that may lead to the complaint. Series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Before shipment, qc conducts outgoing visual, sensory, and functional inspections to assure lots are of good quality. We advise to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of sg3 safety needle in which warnings to prevent needle stick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955

Event description:
The user facility reported that the product was defective, and that they were concerned with a safety issue.